Manufacturer narrative:
The customer did not retain the lot number; therefore, the device history record (DHR) could not be reviewed. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that a fiber was retained in a pt's eye after surgery. At 20-25 days post surgery, the pt presented with redness, ocular disturbances, and photophobia. The pt was diagnosed with sub-acute uveitis. No cultures were taken as it was not suspected to be an infection. The fiber was surgically removed, and the pt has not had any problems since. The fiber was not retained for analysis.